Event description:
It was discovered during baxter's testing that a pump displayed system error 105. It was reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The reported symptom was confirmed and reproduced. Further testing was not completed due to "ec 105." This was caused by a failed motor. The motor assembly was replaced.